Manufacturer narrative:
Additional information h3, h6. The sample evaluation was completed. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional tests were performed which included underwater pressure test for leaks, clear passage test, and clamp function test with no issues noted. Additionally, an integrity test was performed on the connection between the titanium adaptor and the patient adaptor per procedure with no leaks or issues noted. The sample met specification. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of an uv flash transfer set leaked. This was noticed during use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.